Event description:
It was reported that a non-abbott guidewire separated after it became entangled in the xience nano stent. It is unknown if there was any treatment performed for the separated guidewire. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.